Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer torqvue delivery system was selected for use. During device preparation, the delivery system was inspected prior to use. During implant, while evacuating air from the occluder and delivery sheath, it was observed that the three-way valve of the delivery system was cracked and was leaking fluid. The location of the leak was at the extension pipe under the three-way valve. No other damagers were observed. The patient was reported to be in stable condition.

Manufacturer narrative:
It was reported that during procedure the delivery system was leaking was confirmed. The investigation found that a fracture was found on the screw part of the extension tube. Upon testing it is further, which was identified as the likely cause of the leak. Imaging provided by the field appeared to show the extension tube. As event appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications prior to shipment.